Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not defibrillate when prompted during testing. There was no patient use associated with the reported event.